Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was below 40 mg/dl. The customer stated that she will go to bed high and wake up really low and is not sure why. The customer stated that she had high blood glucose readings due to so many lows. The customer did not want to speak to anyone regarding her low blood glucose readings.